Event description:
Dealer advised joystick is flashing and cutting off. Dealer advised joystick works intermittently.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.